Event description:
It was reported that an external fluid leak was noted from the effluent bag of a prismaflex st150 set ckt. This occurred during priming for continuous renal replacement therapy (crrt). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection shows the cap of the return line is connected to the drain bag. The set underwent functional testing including an air leak (2 bar) test and a leak was noted at the level of the cap of the return line. Another air leak test was performed (2 bar) after the cap of the return line was removed and after that the return line was directly connected to the drain bag. No leak was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error. The cap of the return line has a hole to allow the sterilization of the product. Therefore, it is normal to have a leak if the cap is connected to something else. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.